Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and a lack of progress. The pt was seen at the center for device eval. External equipment was exchanged, and programming adjustments were made. However, the reported problem was not resolved. The pt was seen by a co representative for device eval. Testing performed confirmed that the device was functioning. External equipment was exchanged and the pt continued to be monitored by the center. However, due to lack of pt progress, the decision was made to explant the device. Surgery to explant the pt's device is to be scheduled.